Event description:
It was stated that the insulin pump had a blank display and alarmed motor error. The caller wanted the insulin pump replaced, and declined to troubleshoot. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.